Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device without any clinically significant delay. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion damage within the internal components was identified as the probable cause of the overheating described.